Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was ¿fine with normal stimulation on her leg¿ at the time of follow-up. It was noted the patient could ¿get in the pool without strong stimulation¿ at that time and that the patient reported it was ¿just the first few times of getting in the pool.¿ impedance testing performed on (B)(6) 2019 found ¿normal¿ results. There were no actions or interventions taken to address the strong leg stimulation. The cause of the strong leg stimulation was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that when the patient got in the swimming pool during twice-weekly hydrotherapy sessions that she felt strong stimulation on her leg for about the first 10 minutes and that after that it turned to a normal stimulation feeling. It was further reported the patient was being treated for radiating left leg pain and that ¿when she got in the swimming pool (temperature not above 37c and depth is about her chest) she felt stronger [stimulation] than normal on her left leg¿ for about 10 minutes, after that she felt normal. The patient was reportedly concerned about the changing stimulation. The patient¿s most recent impedance check was performed on (B)(6) 2019 and found normal impedances at 0.7 v. The cause of the strong stimulation was undetermined as of 2019-jul-14 and the patient was ¿fine.¿ it was noted there was ¿nothing wrong if she did not get in the swimming pool¿ and that the patient was advised not to get in the pool in order to avoid the strong stimulation. The patient had a doctor appointment scheduled for (B)(6) 2019 and was to have her system checked at that time. There were no further complications reported or anticipated.